Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed motor error and they also saw motor position encoder error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.